Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
At the time of incident, the hospital had two types of skin air dermatomes - 1 zimmer (new) and 1 paget (old). A dermatome blade indicated for use with paget ((B)(4)) was accidentally used with a zimmer air dermatome. It was noted by the hospital that there was no additional force required to place the paget blade with the zimmer air dermatome. The dermatome was then used with the incorrect blade on the patient. Patient sustained an injury to the graft site and had an extended recovery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. (B)(4). Conclusion summary: on (B)(6) 2016, it was reported that at the time of the incident, the hospital had 2 types of skin air dermatomes ¿ 1 zimmer (new) and 1 paget (old). A dermatome blade indicated for use with paget (integra ref: 3539-252) was accidentally used with a zimmer air dermatome. It was noted by the hospital that there was no additional force required to place the paget blade onto the zimmer air dermatome. The dermatome was then used with the incorrect blade on the patient. The patient sustained an injury to the graft site and had an extended recovery. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer did not return an air dermatome ii device, serial number unknown, for evaluation. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome ii was not performed as the device was not returned for evaluation. No repair of the air dermatome ii was performed since the customer did not return the reported device. The reported event was non-verifiable as there is no testing that could be performed to replicate this reported event and the device was not returned for evaluation. The reported event was non-verifiable since the device was not returned for evaluation or repair; hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. It was stated in the reported event that the hospital used a paget blade with their zimmer air dermatome ii. The IFU(zimmer air dermatome ii, rev. A) indicates on page 2 that ¿use only zimmer dermatome ii blades (ref 00-8851-000-10). The zimmer dermatome ii blade has been specifically designed and engineered for use with the zimmer air dermatome ii. Other blades may not fit properly in the dermatome and may cause serious injury. Use of non-zimmer dermatome ii blades can cause the dermatome to take grafts deeper than what the user has selected.¿